Event description:
Complaint - due to the outer packaging tearing and contaminating the sterile package.

Manufacturer narrative:
The reason for this complaint was to report contamination of the sterile package. This event occurred during room preparation, away from the patient while the agent was present. There was no delay in surgery and no adverse event was reported. There was another suitable unit available and the surgery was completed as intended. Manufacture of cobalt bone cement was recently transitioned from zimmer biomet to osartis. Shipments were received from osartis beginning 13 jul 2018. Product was shipped to djo customers and consignment locations beginning (B)(6) 2018. Three customer complaints have been received in (B)(6) 2018 reporting problems with the new packaging. The outer pouch of the powder is designed to tear open at the top. When the customer tears the package, they may tear the inner sterile pouch resulting in a loss of the sterility of the cement copolymer powder. A review of the device history record (DHR) could not be performed because the lot number was not reported. Due to multiple complaints being received in a short amount of time and the possibility of increased patient risk, health hazard evaluation (hhe) (B)(4) will be performed to assess patient risk related to this issue. Corrective and preventive action (CAPA) CAPA ca-01482 has been opened to investigate root cause and determine corrective action. CAPA ca-01482 will assess root cause. (B)(4) will be completed to determine any required containment actions.